Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Information from sales organization in (B)(4): the pump was taken to the biomed at the hospital, who inspected the pump together with a b. Braun sales representative and confirmed that the infusion line was twisted and not loaded properly. The biomed declared that the device operated as intended and confirmed that nothing was wrong with the device. The pump was returned to the ward according to agreement for use. The pump was not sent for further evaluation to germany as this event was the result of human failure.